Event description:
On (B)(6) 2025, a patient prepped for an ultrasound guided percutaneous drainage chronic catheter placement procedure using navarre universal drain. During preparation of a chronic catheter placement procedure, the silk thread was allegedly cannot be pulled. The procedure was completed by replaced with another device. There was no patient contact.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: physical device was not returned for evaluation, one electronic photo was provided for review. The photo shows a partial view of a clinician holding the drainage catheter in which the distal end noted to be in curved shape and the photo was unclear. Therefore, due to the absence of supporting evidence, the investigation is inconclusive for reported silk thread cannot be pulled issue for all the three devices. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. E1, g3, h6 (component, method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient prepped for an ultrasound guided percutaneous drainage chronic catheter placement procedure using navarre universal drain. During preparation of a chronic catheter placement procedure, the silk thread was allegedly cannot be pulled. The procedure was completed by replaced with another device. There was no patient contact.